Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 2032227-2015-66318. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to profuse vomiting. The blood glucose reading was 145 mg/dl. The customer was treated with intravenous drips. The customer had also woken up with a low blood glucose of 35 mg/dl.